Event description:
The customer reported that the heartstart xl had an error 20002 (front end failure). There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.